Manufacturer narrative:
(Model number) as reported by our british affiliate, during the implant of a 23mm sapien 3 valve in the aortic position a ventricular perforation occurred.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate per report, the ventricular perforation was attributed to the guidewire puncturing the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during the implant of a 29 mm sapien 3 valve in the aortic position a ventricular perforation occurred. As reported, the commander delivery system was introduced into the right femoral artery and inserted into the descending aorta. Simultaneously a cardiac tte was performed and revealed a pericardial effusion due to the guidewire. A decision was made to rapidly cross the native annulus and deploy the valve. The delivery system was removed from the patient and CPR was performed. Chest drainage tubes were inserted to drain the blood (400 ml). The patient was monitored and was stable. The patient was discharged 2 days post procedure. Per report, the pericardial effusion was not due to the valve but due to guidewire placement.